Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. (B)(4).

Event description:
A physician reported that a viscoelastic solution was used during a cataract surgery when an elongated transparent foreign material was detected behind the intraocular lens that was left intact inside of the eye due to the patient's weak zinn's zonule and poor mydriasis. There was no report of any patient harm.

Manufacturer narrative:
There was no product returned for evaluation. The complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacturing of the batch that would have contributed to this complaint. Complaint trending was reviewed for the lot code provided. No similar complaint was found. A potential root cause of this complaint can be attributed to: a solution quality related issue: however, a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. The syringes are filled in a sterile environment. The assembly process: no deviations were reported during assembly related to the complaint. In addition, the assembly is performed in a cleanroom, during assembly the operators wear protective clothing and hair caps. A supplier component related issue (cannula). Customer handling could also not be eliminated as potential root cause for the reported condition. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. As no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).